Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock. At the time of the shock the patient "felt distressed and fell to the floor". It was noted that the patient was shocked for atrial fibrillation with rapid ventricular response detected as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.